Manufacturer narrative:
Concomitant medical products: product ID: dtmb1qq ICD, implanted: (B)(6) 2017; product ID: 459888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had increasing and high thresholds. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.